Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. C59244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spotting vaginal since (B)(6) 2016, allergic reaction to analgesics and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 to (B)(6) 2017 for birth control as well as diazepam (valium) and ibuprofen since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed in each fallopian tube in the usual manner with 3 trailing coils on the left and 5 trailing coils on the right. The patient did not have her essure removed , however, she is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- vaginal bleeding, cramping, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. C59244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spotting vaginal since (B)(6) 2016, drug allergy and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 to (B)(6) 2017 for birth control as well as diazepam (valium) and ibuprofen since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed in each fallopian tube in the usual manner with 3 trailing coils on the left and 5 trailing coils on the right. The patient did not have her essure removed , however, she is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- vaginal bleeding, cramping, migraine, headache quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: pfs and mr received - events "abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, lower back pain". Medical history, concomitant drugs and lab data, reporter were added. Case became incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device is embedded in the proximal aspect') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. C59244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spotting vaginal since (B)(6) 2016, allergic reaction to analgesics, dysfunctional uterine bleeding and stomach cramps. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 to (B)(6) 2017 for birth control as well as diazepam (valium) and ibuprofen since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (endometrial ablation and essure removed). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed in each fallopian tube in the usual manner with 3 trailing coils on the left and 5 trailing coils on the right. The patient did not have her essure removed , however, she is currently planning for removal. Treatment received for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- vaginal bleeding, cramping, migraine, headache. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received. Event added: essure device is embedded in the proximal aspect. Reporters information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.